Event description:
It was reported that during a freestyle libre 3 plus warm-up, the user received alert indicating sensor pairing failed and did not see warm-up time displayed; after rescanning, the warm-up timer displayed 24 minutes remaining and pairing proceeded, and no further assistance was needed. No clinical symptoms reported were reported. Outcomes included no impact on health and no hospitalization. User support included troubleshooting and education, including rescanning the sensor and confirming warm-up status. Investigation of this case revealed a transient sensor pairing failure that resolved with a rescan, consistent with known communication or initialization issues with the sensor component. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction leading to transient connectivity error, resolved through standard troubleshooting.